Event description:
It was reported that during a thrombectomy procedure, the physician encountered problems with the guide catheter. As the guide catheter was being removed, the guide wire broke in two pieces. The two broken pieces were removed without any clinical consequence to the patient. No additional information is available.

Event description:
It was reported that during a thrombectomy procedure, the physician encountered problems with the guide catheter. As the guide catheter was being removed, the guide wire broke in two pieces. The two broken pieces were removed without any clinical consequence to the patient. No additional information is available.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during a thrombectomy procedure, the physician encountered problems with the guide catheter. As the guide catheter was being removed, the guide wire broke in two pieces. The two broken pieces were removed without any clinical consequence to the patient. No additional information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore analysis cannot be performed and the root cause of the reported issue cannot be determined.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection confirmed that the guidewire was received in two fragments. The proximal fragment measured 94.0cm in length and the distal fragment was 109.7cm in length. Magnified examination of the fractured site revealed that the hypotube and inner core wire were fractured. From the condition of the fracture site, it appears that the guidewire was bent first and then separated. In addition the guidewire was bent on several places along its length. A functional analysis could not be performed due to the observed anomalies. No other anomalies were found and all guidewire measurements were found within specifications. The cause for the observed bends and relation to the reported issue could not be definitively determined because these were not mentioned or reported. Examination of the fracture site determined that a torsional kink followed by cyclic bending overload was the likely cause of the reported fracture. No material anomalies or inclusions were noted. Based on the analysis and information available, a root cause of operational context has been assigned to this investigation.